Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat pt/inr cartridge yielded discrepant result of pt - 16.4/inr-1.4. Sample collected in tube for the lab and fingerstick for the I-stat. (New box of cartridges). Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).